Event description:
It was reported that the patient presented with phrenic nerve stimulation due to lead dislodgement. The patient received inappropriate therapies. A new lead was added. The chronic lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.